Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal hydromorphone (10 mg/ml at unknown dose) via an implanted pump for spinal pain and chronic low back pain. It was reported that the patient reported hearing the pump alarming after refill. The caller confirmed that the low reservoir alarm had been triggered on (B)(6) 2024 and the pump was refilled on (B)(6) 2024 but the non-critical alarm continued. The caller stated they saw the patient on monday and updated the pump again but the patient reported hearing it alarm two more times ten minutes apart. The pump logs were checked and showed the low reservoir alarm prior to the refill and the programming steps from the refill date. The caller stated that there wasno "active alarm" button showing on the home page of the interrogation. The agent had caller play both the non-critical and critical alarm tones and the patient stated the sound they heard was similar to the non-critical alarm. The caller stated that they planned to make a dose adjustment to day and update the pump again. Agent advised caller to have patient report back if they believed the pump was still alarming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.